Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door worked normally. A field service engineer (fse) found a lot of water in the refrigerator. However, the fse was unable to determine whether the water came from the refrigerator itself or if someone had spilled something inside. All the drawers were tested and they opened, closed, and locked properly. The application was also tested, and everything opened, closed, and locked as expected. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had a fridge door failure. However, there were no delays or adverse events or injuries reported based on this event.